Event description:
It was reported that during a transsphenoidal surgery, it was noticed that while drilling, the surgeon was using the suction tip to guide and to support the drill bit. The sales rep heard metal to metal contact. As the surgery was progressing and the opening was completed, the surgeon was complaining that the bur was falling apart and there were metal shaving in the patient wound. It was explained that the metal shavings would need to be removed via (MRI). It was stated that the drilling with the suction tip was too close and may have caused the suction tip to be grinded by the bur. It was reported - successful at removing all the metal shavings from the wound. The nasal bur has been returned for product analysis and is in progress.

Manufacturer narrative:
Pt sex: male.

Manufacturer narrative:
The returned device was evaluated. The product analysis was performed on (B)(4) 2012 by the quality engineer. The product was received double-bagged in two bio-hazard bags, with no original packaging. The label on the product identified it as a tn40rfl round fluted bur. The bur contained a heavy deposit of what appeared to be dried blood and bone particles. No evidence of chipped, worn, or dulled cutting edges were observed. The customer complaint for "metal shavings in wound" is unconfirmed for the returned sample, as there is no material chipped off of this item.

Manufacturer narrative:
Filing concomitant - have not been able to verify that this was the suction that was used or if it was a product made by this manufacturer. (B)(4). The device has been returned to the manufacturer and is currently being evaluated. No medwatch 3500a form was received from the reporter. This device was being used for treatment purposes. Device description: the trans-nasal skull base bur is designed to maximize operative site visibility. It is powered by the integrated power console . This device is an accessory to the ipc system. Intended use: the ipc is indicated for the incision / cutting, removal, drilling and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. Always use irrigation during dissection. Inadequate irrigation may cause thermal necrosis. If you lose sight of the surgical site, discontinue use of the handpiece. Each bur is gamma-sterilized and is not intended for repeated use. Do not attempt to re-sterilize.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.